Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occured with no harm or injury reported. New information was received to indicate a patient suffered a decrease in blood oxygen saturation when event occurred and the patient was placed on a stand-by ventilator to recover.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.